Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in itlay. It was reported that the patient's tape was not sticking while he was playing. No further information available.